Manufacturer narrative:
Concomitant medical product: lnq11 icm implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they woke up while driving and was in the wrong lane. The patient was questioning the function of their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.